Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon carefusions investigation. (B)(4).

Event description:
Disconnected catheter valve slipped out of the catheter. The blue emergency slide clamp was slipped over the catheter by nurse / relatives immediately. Patients are doing well. No further information provided.

Manufacturer narrative:
(B)(4)- additional information: sales reports; a zip tie was place on catheter, no damage or anomaly noted to safety valve (prior to disconnecting) , lot remains unknown.